Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer passed away in an unknown location. The cause of death was suspected hypoglycemic crisis. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The caller was not able to provide further details, but will update the report if they do. It is unknown if the customer was using sensors. It is unknown if the caller will return the insulin pump for analysis.